Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
The customer reported "issues with pump not charging". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.